Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was unresponsive and the monitor screens were flickering. No pt injury was reported.